Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) ECG cable does not leads .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, e1 (name), e2, e3, g3, g6, h2, h10, and h11. Corrected data: b5.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG cable does not read leads.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG cable does not read leads. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6 (investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#), h6(clinical code & impact codes). A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse sent the customer a new ECG cable (0012-00-1814-02). The unit passed all functional and safety tests per factory specifications.